Event description:
Reportedly, during the regular follow-up on (B)(6) 2025, the patient ID, lead serial number, and findings, the characters were garbled. The same issue was observed on two others smart touchs tablets.

Manufacturer narrative:
Please find attached the report analysis of provided data revealed: -characters are unreadable for clinical study name, findings and rv coil lead sn -this issue occurred because only ascii (english) characters are managed by the programmer for patient, device and lead fields; and most probably, some japanese characters have been entered. -the smartview software modules v22 is not properly protected if other characters (as japanese characters) are used. The cause of the reported issue is due to a software bug.